Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he gives himself a bolus before bed to make sure his blood glucose goes down but this time he is not able to lower it. Customer delivered a 1.8 insulin units and blood glucose value was 260 mg/dl and value had not changed an hour later. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date and basal rates are set up correctly and bolus wizard setting are unknown. Insulin pump passed the high pressure test. Bolus dose was recorded in the bolus history. Customer was advised to change the infusion set, reservoir and insulin. Last blood glucose value was 220 mg/dl. Nothing further reported.